Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced intermittent episodes of pain relief. The physician decided to revise the catheter on (B)(6) 2018, and found a kink in the catheter. The physician un-kinked the catheter.